Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed states the arctic sun device sent down from floor with work order stating system error received when hooked up pads. During troubleshooting, the arctic sun device had received an alert 01 (patient line open) and an alert 02 (low flow) in the event log and while running the unit, the user was only able to get the inlet pressure to -1.3 psi. The biomed confirmed the issue was not with the fluid delivery line and was an issue in the arctic sun. The arctic sun device would be coming in for investigation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The as6000 stat is functioning properly cannot duplicate the issue. Reseated the I/o card and unplug the wiring on top. The arctic sun 6000 stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. Bmd investigation indicates that the reported issue was unconfirmed. Labeling review and risk review not required. Correction: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the biomed states the arctic sun device sent down from floor with work order stating system error received when hooked up pads. During troubleshooting, the arctic sun device had received an alert 01 (patient line open) and an alert 02 (low flow) in the event log and while running the unit, the user was only able to get the inlet pressure to -1.3 psi. The biomed confirmed the issue was not with the fluid delivery line and was an issue in the arctic sun. The arctic sun device would be coming in for investigation.